Event description:
Covidien received info that, during patient use, an 840 ventilator was inoperable. There was no harm or pt injury reported. The covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).